Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received result of 596 mg/dl on the inform system and 166 mg/dl via lab draw within 10 minutes. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.